Manufacturer narrative:
B5 in initial report should not include that there was an impedance problem exhibited by the right ventricular (rv) lead and h6 impedance code should be "impedance problem"

Event description:
It was reported that the patient presented in the emergency room as the right-ventricular (rv) lead exhibited inappropriate shock due to noise oversensing. The rv lead additionally exhibited r-wave amplitude variation, high capture threshold, and lack of lead slack, which was confirmed via x-ray imaging. The right-atrial (ra) lead exhibited lack of slack as well. As a resolution, initially, programming changes were made to deactivate the rv lead and later the rv and ra lead were explanted and replaced. The patient condition was stable.

Event description:
It was reported that the patient presented in the emergency room as the right-ventricular (rv) lead exhibited inappropriate shock due to noise oversensing. The rv lead additionally exhibited r-wave amplitude variation, high capture threshold, high defibrillation impedance and lack of lead slack, which was confirmed via x-ray imaging. The right-atrial (ra) lead exhibited lack of slack as well. As a resolution, initially, programming changes were made to deactivate the rv lead and later the rv and ra lead were explanted and replaced. The patient condition was stable.

Event description:
It was reported that the patient presented in the emergency room as the right-ventricular (rv) lead exhibited inappropriate shock due to noise oversensing. The rv lead additionally exhibited r-wave amplitude variation, high capture threshold, an unspecified impedance problem and lack of lead slack, which was confirmed via x-ray imaging. The right-atrial (ra) lead exhibited lack of slack as well. As a resolution, initially, programming changes were made to deactivate the rv lead and later the rv and ra lead were explanted and replaced. The patient condition was stable.

Manufacturer narrative:
Manufacturer narrative: the reported event was lead slack issue. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Corrected data: b5 in initial report should reflect that there was no issue with the defibrillation impedance but rather an unspecified impedance problem exhibited by the right ventricular (rv) lead.